Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were difficulties obtaining the diagnostic information from the device. After several attempts the information was able to be reviewed. The patient was in stable condition.